Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the upper buttocks, which is off-label usage of the device, on (B)(6) 2026. On 06/16/2026, it was reported that the patient experienced inaccurate cgm values. The day of the event the patient experienced dizziness and vomiting. The patient was brought to the hospital and when a fingerstick was taken, the cgm reading was low, and the blood glucose reading was 28.6 mmol/l. The patient was treated with intravenous insulin. The patient was discharged after spending less than 24 hours at the hospital. At the time of the report the patient was stable. No other details were documented. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.